Event description:
While in the hospital patient had two electrical faults and high watt alarm. There was an electrical fault after moving from the bed on (B)(6) 2015 and an additional electrical fault the following morning. Due to proximity to implant date, there was concern for driveline contamination. Preliminary log file review confirmed electrical faults. After prepping the patient, two rounds of driveline cleanings were conducted, each lasting approximately 60 seconds. Upon disconnection from the controller there was a clear substance in the middle of the connector as well as around the pins. Some debris was visualized in the driveline and controller connections/ports. There was no cloudy residue noted on the driveline. It was indicated that with verification of the repair, the cleaning solved the problem. The patient tolerated the pump stoppage during the two cleanings without incident.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.